Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: when 12mm port was inserted, outer housing part was disengaged. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt injury was reported. No other pt info available.

Manufacturer narrative:
(B)(4).